Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient was reported to be (B)(6). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that approximately three years back, a physician trained in the use of the prostar xl device attempted arteriotomy closure of a heavily calcified right common femoral artery after an interventional procedure. Reportedly, after a CT scan, it was noticed that the patient had high calcification on the puncture site; however, the device was successfully deployed and hemostasis was achieved. The next day, the patient was reported to have expired due to excessive blood loss. The physician doesn't think the device malfunctioned and has determined the cause of death to be due to retro-peritoneal bleeding, haemorrhagic shock, multiple organ failure and multi morbit (sic). The physician also reported that the patient was 'very old' and 'very sick'. Though requested, additional information was not provided.